Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump was monitored for several days no unexpected battery alarms, missed bolus alert, auto off alarm or blood glucose reminder was noted. However, the insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads. The daily insulin total average was 52.95 to 97.1 units, the total basal from 29.0 to 29.85 units the bolus from 23.1 to 67.5 units of insulin. Two weeks of data were listed from the date of (B)(6) 2015.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer has passed away at home. The customer was home alone and was discovered by his sister. The caller stated that the customer had been having issues with low blood glucose; they had not been able to get the insulin pump settings just right and the customer had reprogrammed the device several times. When found, the customer was in renal failure. The customer had kidney failure. The caller stated that the customer had had this problem for at least ten years, but it worsened one or two years ago. The customer's blood glucose at the time of death was unknown. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller agreed to return the insulin pump for analysis. The caller stated that when she initially discovered the customer, she took the battery out of the insulin pump because the device was alarming. During the call assistance was provided and an upload was done to carelink.

Manufacturer narrative:
The insulin pump passed the delivery volume accuracy test.